Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 21-JUN-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of ES Drawer not detected on bus will need bus cable maintenance was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that inspected the unit and found the bus cable damaged. The bus cable was replaced, after which the rear covers of Main drawers 2 and 3 were removed to inspect and reseat all connections. Diagnostics were then performed, confirming the unit is now fully operational. The customer conducted testing and verified proper functionality. During DCHU Visual Inspection P/N 120547-01: was received with the black marks and copper strands exposed. During DCHU Testing P/N 120547-01: the testing from DCHU was not necessarily due to the thermal damage observed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root cause: The root cause of the complaint ES Drawer not detected on bus will need bus cable maintenance was due to a the damaged ASSY CBL PYXIBUS 6 DRAWER (P/N 120547-01) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawers functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer was not detected on the bus and experienced a storage space failure that prevented access to an entire drawer. A 10 minute reboot temporarily restored functionality; however, maintenance of the cabinet Pyxibus cable was required to prevent recurrence of the issue.As part of the investigation, it was determined that the failure was attributed to a damaged ASSY CBL PYXIBUS 6 DRAWER (P/N 120547-01) exhibiting exposed copper strands, which led to thermal damage and ultimately compromised the drawers functionality.However, there were no delays or adverse events or injuries reported based on this event.